Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the patient suffered blood pressure reductions and cardiac arrest three times, nine minutes after inserting the cement during bha. After the operation, she was taken to the ICU. Then, she died. The cement was stored at normal temperature. Two pacs of the cement were mixed for 1 minute and inserted with cement gun. Antibiotic, pressurizer and decompression were not used. The canal was cleaned with the pulse irrigation, intramedullary cement was used. Anesthesist was there. The patient did not get a blood transfusion. The surgeon said, it was not clarify that the death was caused by the cement.